Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending.

Event description:
During an initial two-level fusion surgery on a male patient, the surgeon was tightening all the closure tops and the last one stripped. On the final closure top tightening, the surgeon mentioned that something did not feel right about the last closure top. The sequoia closure top was backed out and removed and another one implanted. There was minimal delay and the surgeon was able to finish the procedure as indicated. There was no harm to the patient.